Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 436 mg/dl. Customer experienced abdominal pain, nausea and treated their high blood glucose level via bolus delivery. Customer¿s current blood glucose level was 171 mg/dl. Customer performed and passed the high pressure test. Customer was advised to treat their high blood glucose per healthcare provider's instructions and follow up with their healthcare provider. The insulin pump will not be returned for analysis.